Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty connecting the catheter to the connector assembly was confirmed and was determined to be supplier related. The product returned for evaluation was a groshong nxt clearvue catheter segment and a two-piece connector assembly. The pieces were received detached from one another. The catheter segment was from the 47cm to 60cm depth marking. Use residue was observed on the catheter. Microscopic inspection of the dissected distal connector piece revealed the compression sleeve appeared to be long and extended from insert of the locking arms to the narrow portion of the bore. The compression sleeve was measured and was found to be out of specification per document sa7016385, rev 2. The length of the compression sleeve was likely related to the manufacture of the device. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the catheter joints are narrow and won't link up, the holes are only half a diameter. No other information was provided.

Event description:
It was reported the catheter joints are narrow and won't link up, the holes are only half a diameter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.